Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot# n11210802 0095) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sk4400. The instrument had 3 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510k and adverse event are not applicable.

Event description:
It was reported that during central processing, the plastic bit at the tip of the fenestrated bipolar forceps instrument was found melted/deformed. The previous procedure was completed with no report of injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "tip melted or deformed". Failure analysis found the primary failure of thermal damage to be related to customer reported complaint. The fbf instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on their exterior. The thermal damage to the yaw pulley is unrelated to the conductor wire. No insulation damage was observed. The conductor wire is not damaged or broken. An electrical continuity test was performed and passed. Energy delivery test was performed and passed. The root cause is attributed to mishandling/misuse. An additional finding not reported by the site was also identified. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.182¿ - 0.198¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.